Event description:
It was reported that the water that cames from versajet ii handpiece cannot generate a line, and the drip of the water line was larger than before. The handpiece could not be used for surgery, therefore a backup was used. No patient harm was reported.

Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues. The device was functionally tested and it was found to sputter out liquid and not perform as expected due to a blockage within the jet orifice. Unfortunately we were unable to determine the root cause on this occasion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.